Event description:
Severely tired. Pain in breast around areola and in underarms. Swelling of breast. All these symptoms relayed to family practice doctor and plastic surgeon for years who told me it is ¿normal¿. Symptoms continue today. Normal mammogram each year. Rupture in left breast implant discovered on MRI on (B)(6) 2019 - 3 weeks after normal 3d mammogram. Never informed of hazards associated w/breast implants-never signed any acknowledgement forms. Forms still intact, no review, no initiating, nothing. Allergan booklet provided post surgery- no review of book contents. Allergan never requested participation in any safety trials post surgery. ¿0¿ follow-up by allergan while I suffered in silence. Received allergan letter after FDA ordered allergan to remove allergan textured breast implants, my job ended (B)(6) 2019. Allergan refuses to financially help remove ruptured implant while silicone spreads throughout my body. Joint pain. Brain fog. FDA safety report ID # (B)(4).